Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced refractive surprise. The lens was replaced with the same length lens but different power. The cause of the event was reported as unknown.

Manufacturer narrative:
H6- investigation type 4110: lens work order search-no similar complaints reported for units within the same lot. H11 - manufacturer narrative: refractive surprise, secondary surgical intervention to remove/replace/reposition the lens, is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Manufacturer narrative:
H3 device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the product. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. (B)(4).